Event description:
It was reported that the preloaded monofocal intraocular lens (iol) got ripped by the plunger. No further information is available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. Section d6a: na as the lens was not implanted. Section d6b: na as the lens was not implanted; therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.